Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one used dispoz-a-bag with the original packaging. Visual inspection noted no obvious defects. Methylene blue and water was injected into the bag to see if the flutter valve would work properly allowing liquids to run into the bag. The solution flowed into the bag normally, then water was slowly added to the bag. The bag was able to fill with no issues. The leg bag was then cut in half in order to inspect the flutter valve. Scissors were inserted into the flutter valve to make sure that both sides of it were able to separate the entire up, and they did. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that once the bag was about 1/4 full, urine stops flowing from the catheter connecting tube. No medical intervention was required.

Event description:
It was reported that once the bag was about 1/4 full, urine stops flowing from the catheter connecting tube. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that once the bag was about 1/4 full, urine stops flowing from the catheter connecting tube. No medical intervention was required.